Manufacturer narrative:
Product ID: 8784 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID: 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the device system was removed due to infection. The patient experienced increased spasticity related to the event. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering gablofen.